Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pdr932, and no non-conformance's related to the reported complaint condition were identified. Investigation summary: it was reported performance pull off - suture needle. Three opened boxes with a total of ninety-one unopened samples of product code 8556h, lot # pdr932 were returned for analysis. The complaint sample was not received, and each box contains 1 dozen. During the visual inspection of thirty-two unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture came apart from the needle when knotting. The procedure was completed successfully. There were no adverse patient consequences reported.